Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history indicated multiple call service 054/052/012 alarms had occurred. The pump powered on normally to the verify screen and successfully completed ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warning occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unknown call service alarms. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.